Event description:
It was reported that patient's left ventricular lead exhibited far p wave oversensing. It was further noted from fluoroscopy that the lead was dislodged. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.

Event description:
The lead was capped and replaced on (B)(6) 2023.